Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt was no longer feeling the vns stimulation. When the pt was seen by the treating physician, diagnostics performed at the time showed high lead impedance. It was later indicated that the pt had his device replaced due to the high lead impedance, along with a prophylactic pulse generator revision. The explanted device was noted to have been discarded by the hosp, so will not be returned for analysis. Good faith attempts to obtain additional info have been unsuccessful to date.